Event description:
Had to go to the ob to get the tampon removed-vagina [foreign body in reproductive tract]. Tampon keeps detaching from the tampon itself [device breakage]. Case description: consumer reported via email that the tampon keeps detaching. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.